Event description:
It was reported the patient sought medical attention due to the cannula not properly inserting into the infusion site causing high blood glucose levels (specific levels not provided), high ketones, and an infection at the site. The patient visited an accident and emergency facility (a&e) where they stayed for 12 hours and was provided with antibiotics that were to be taken twice a day for 5 days (medication name not provided). Healthcare facility information was not provided by the patient. The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and infection. No lot release records were reviewed, as the product lot number was not provided.